Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: dtba2d1 implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned, however, performance data was collected from the device and analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. It was noted the rv pace impedance was at 560 ohms through week of (B)(4) 2015, then began to vary with measurements of 418 ohms to > 3000 ohms until week of (B)(4) 2015 when consistently > 3000 ohms.

Event description:
It was reported that during a device interrogation, the right ventricular (rv) lead showed high rv coil and high superior vena cava (svc) coil impedance measurements and the left ventricular (lv) lead impedance was also high. It was noted the polarity of the lv lead was programmed tip-rv coil and the lv lead did not show "anomalous value" when the rv coil was not used. In addition, pocket manipulation and shifting in posture tests were carried out to check the possibility of noise with rv coil and svc coil respectively after egm source was changed and as a result, the polarity with source of rv coil sometimes showed anomalous wave. A loosened pin was suspected and the device was reprogrammed. The physician decided to continue to monitor the patient via remote monitoring due to the condition of the patient at the time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.